Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The display had an empty battery and a black dot. The contacts on the battery cap were damaged. The spring was bent over slightly. Customer's blood glucose level was 280 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. A battery cap was sent. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.